Manufacturer narrative:
Philips has investigated this complaint. According to additional information, the issue occurred during the planned treatment. The procedure was completed by turning on the mcb of power source. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to produce x-rays. Upon troubleshooting actions, the rse and customer checked the system and identified that no power to the generator because the circuit breaker was tripped due to last power outage. The customer re-switched the circuit breaker to resolve the issue. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system by turning on the mcb, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to produce x-rays, which can impact imaging. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.